Event description:
New information received notes the issue with low pacing impedance on the right ventricular (rv) lead was discovered at generator change, the rv lead was replaced with an existing capped lead, no issues were observed before or after the event.

Event description:
It was reported that the right ventricular (rv) lead was capped on 02 aug 2023 due to a low voltage impedance anomaly.